Event description:
The customer received questionable low ion selective electrode (ise) results for two patient samples. The samples were repeated on another analyzer. Patient sample 1 initial results were sodium 106 mmol/l, potassium 3.2 mmol/l, and chloride 71 mmol/l. Repeat results were sodium 136 mmol/l, potassium 4.1 mmol/l, and chloride 101 mmol/l. Patient sample 2 initial results were sodium 116 mmol/l, potassium 3.5 mmol/l, and chloride 76 mmol/l. Repeat results were sodium 142 mmol/l, potassium 4.3 mmol/l, and chloride 102 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the sipper cap broken and was it making the sipper probe crooked. He also found exorbitant water on top of the reaction cells. A squeegee for probe 1 was slightly bent and catching on the side of cuvettes. Then it was slamming down into the cuvettes causing splashing up into the rinse arm and dripping into the cuvettes. He replaced the sipper cap and performed adjustments to rinse arm. He also replaced the lamp and reaction cells. He performed a successful cell blank measurement with success. Ise calibrations and qc were performed with success.

Manufacturer narrative:
On a follow up service visit, the field service representative found the photometer optics were scorched causing a failing photometer check. This was caused by a possible pump air lock which caused delayed incubation bath filling while the lamp was on. He performed cell blank measurements with success. Calibrations and qc results were good. Upon further investigation, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.